Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was having some issues with urinating and having a bowel movements. Patient also reported that they experienced extreme pain at the ins site area when they stands or sites in certain position and it happened multiple times a day. Pain also indicated that they also felt pain when they zip up their boots. Patient was assisted to turn the device off and would monitor pain once the stimulation was off. Patient further reported that they were bending over sitting on steps and they experienced electrical shock like lightning bolt. Patient stated that when they were at their physical therapist giving the following exercise:(sit at end of chair with crossed arms and then stand up quickly and then sit down and hold for 30 seconds and repeat for 4 minutes), when they finished their calves, legs, thighs, butt cheeks were in excruciating pain for days and that the pain had improved in butt and thighs. There was no fall or trauma related to this event. Patient was redirected to follow up with their health care professional no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor, it was reported that the patient was having some issues with urinating and having a bowel movements. Patient also reported that they experienced extreme pain at the ins site area when they stands or sites in certain position and it happened multiple times a day. Pain also indicated that they also felt pain when they zip up their boots. Patient was assisted to turn the device off and would monitor pain once the stimulation was off. Patient further reported that they were bending over sitting on steps and they experienced sudden electrical shock like lightning bolt. Patient stated that when they were at their physical therapist giving the following exercise: (sit at end of chair with crossed arms and then stand up quickly and then sit down and hold for 30 seconds and repeat for 4 minutes), when they finished their calves, legs, thighs, butt cheeks were in excruciating pain for days and that the pain had improved in butt and thighs. There was no fall or trauma related to this event. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.